Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was not logging data despite being in use. Reportedly, the customer's most recent bolus that had been programmed and delivered was not being displayed in the pump bolus history. During troubleshooting with tandem technical support, it was verified that the customer was requesting and delivering the bolus accurately. Although requested, the customer was unable to upload the pump data logs. There was no impact to blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.